Event description:
Information was received from a manufacturer representative (rep) and a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's cord "probably got damaged, it fell or hit something and they are having trouble charging". They said pt could hear rattling in controller, and when they plugged in the recharger it was not "not fully seating". They could still charge the controller from the wall. Pt was then conferenced on the call and said issue had been happening for about a month. Rep said they were made aware of the event yesterday when pt called them. Pt says "the pin on the far right is like pushed up or nonexistent" and they could hear rattling inside controller. They said the end of the recharger cord "looks like one part of it is worn down" and the recharger was also heating up a lot. They mentioned ins is depleted. The issue was not resolved. No symptoms were reported. A replacement recharger and controller were sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.